Manufacturer narrative:
Pump received with broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that they went to the dr office and she noticed it was cracked where the vial goes in the pump inquired what led up to the complaint. Advised to disconnect from the pump. Location of the damage: reservoir compartment . How damage occurred: unsure. Adv the pump will need to be replaced. Explained the replacement policy. Explained the interaction aftercare email. Reviewed pump care best practices with the customer.